Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the rv lead was oversensing. The r-wave was not able to be measured with the manual sensing test, but the device is sensing when not testing. The paitent's r-waves decreased over two weeks from about 3 mv to less than 1 mv. The lead is still in use. No patient complications have been reported as a result of this event.